Event description:
It was reported that an asymptomatic patient's right ventricular lead exhibited loss of capture and an increase in pacing lead impedance. No abnormalities were noted on fluoroscopic image. The lead was successfully explanted and replaced.